Manufacturer narrative:
The actual device was not returned for investigation and analysis. The device is manufactured per patient's custom prescription (rx). The lot number of the device's material was reviewed and found no non-conformances. Testing was completed on a thermoformed device, similar to the suspect product. A series of biocompatibility test were performed and it was found that the sleep device materials were found to be biocompatible. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation, found in any of the test articles. There were no issues found with the test articles. The incident is being monitored, tracked, and trended.

Manufacturer narrative:
The patient's weight was asked but unknown. Date of event was asked; however, the dentist did not provide the exact date. Follow-ups were conducted to request for device return; however, the patient has not returned the device back to the dentist. Once the evaluation is completed or device is returned and investigated, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced allergic reaction while using the comfort splint device. The patient reported feeling burning sensation throughout the mouth and it felt tingling, raw and an abrasion just on the lower lip after the initial breakout. The patient experienced the reaction after using the device for 4 weeks. The patient was advised to stop using the device. The reaction lasted several days. No treatment was required. The patient was reported to be clear and no issue; however, she is going to see an allergist. The device was cleaned using water and tooth brush.